Event description:
The filter on the syringe pump tubing was cracked and leaking.before administration of IV ativan, syringe pump tubing was flushed. Rn noticed tubing had been leaking. Upon inspection, it was noticed that the filter on the syringe pump tubing was cracked and leaking. Syringe pump tubing was changed and medication was administered.